Manufacturer narrative:
Time of event: around 150-1600. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing leaked at y-site. The IV set up with quad fuse connected to carrier side of pca tubing and bi-fuse connected to the quad fuse lumen. The total fluid volume per hour through carrier side roughly at 115ml/hr. No impact to patient was reported.